Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of a 53mm diameter abdominal aortic aneurysm in 1998. Immediate perigraft blush was noted as well as 6 patent lumbar arteries and a pt inferior mesenteric artery (ima). In 1998 and 1999, the type ii endoleaks continued. After 1999 there was a coil embolization procedure in additon to another unknown radiologic intervention. The following month, no endoleak was reported. Three months later, a small endoleak was noted at the bifurcation of the stent graft. Seven months later, the aneurysm had increased in size, but no endoleak was noted on a CT scan. In 2000, the aneurysm was found to have increased in diameter to 60mm, but no endoleak was noted at that time. In 2001, the aneurysm diameter was found to be 50mm, and no endoleak was seen. Six months later, the aneurysm was found to be 54mm x 69mm in diameter. The decision was then made to explant the device because of the diameter increase that was most likely due to a type ii endoleak. The next month, the device was explanted. When aneurysm was opened, it was noted to be filled with blood, small particles of free thrombus and organized thrombus on the dorsal side. While the device was still in situ, blood was found to be coming out of the stent graft in three suture holes in the area of the bifurcation. During the explant procedure, the contralateral limb was disconnected from the bifurcated stent graft, and good connection was noted at the aortic, left iliac, and right iliac landing zones. A conventional bifurcated graft was implanted after the device was removed. No add'l info is available at this time.

Event description:
Analysis of the explanted stent graft has been completed. Persistent type ii endoleak, observed at explant, may have led to the increase in aneurysm size. It is possible that the holes observed in the contralateral limb at ring 8-9 and in the bifurcated components at ring 14 have potential for being a leak site, although in this case no leak was observed in this area. The jets of blood, observed at explant, may have emanated from suture sites and become evident after thrombus had been removed from the stent graft. The fatigue fractures in ring 3 are not in the seal zone and are not likely to have affected the outcome of this case.